Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: bmw elite. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 95% stenosed distal left anterior descending artery. Pre-dilatation was performed with an unknown balloon catheter and a 2.75 x 33 xience prime was implanted in the lesion. Intravascular ultrasound showed the stent was mal-apposed. A 2.75 x 12 mm nc trek was going to be used for post-dilatation when some resistance was met with the calcified lesion and the proximal shaft separated outside the anatomy. The device was easily removed from the anatomy. A 2.75 x 8 mm nc trek balloon catheter was successfully used to appose the remaining portion of the stent to the vessel wall. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.